Event description:
It was reported that when an asymptomatic patient presented in the operating room for an unrelated generator change-out, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced.